Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at the site. The site of location was abdomen. Patient noticed symptoms within three hours after insertion. High blood glucose was addressed using correction injection via multiple daily injection. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.